Event description:
It was reported that the device was explanted after an implant duration of zero days, due to "a overlap of the aorta over one of the struts of the aorta valve." It "appeared to be impinging with leaflet motion." No further details were provided. Information learned from implant patient registry and operative report.

Manufacturer narrative:
Device not returned.